Event description:
It was reported that the pt's settings were incorrect upon a recent interrogation. The company rep indicated that back in (B) (6) during an office visit, there were several attempts to perform diagnostics, but fault messages occurred. Eventually, successful diagnostics were performed and the pt's device was seen to be within normal limits. The company rep said that the physician performed a final interrogation prior to the pt leaving the office. There was no other known office visit or device programming following the office visit in (B) (6). Prior to interrogating the pt's device and noting the device settings had been changed, the pt was admitted to the hospital for an increase in seizures, which was said to be below the pre-vns baseline levels. It was also noted that at this time, the pt's mood was worsening, similar to how he was pre-vns. The parents and teachers additionally noted that the pt's voice was no longer changing regularly, which they said was when they could tell the device stimulating. The physician believes that the pt's increase in seizures and mood change were most likely due to the change in parameters that were lower than the pt's therapeutic levels. The pt's settings were changed at the recent appointment to the expected settings and is currently doing well. His medications were also increased prior to leaving the hospital. It is unk at this time when and how the pt's settings were changed. Good faith attempts to obtain additional info have been unsuccessful to date.